Manufacturer narrative:
Device failure/out of specification condition is not suspected. Implant dislocation in the tissue might occur due to treatment technique and due to inherent tissue and/or gel properties which are difficult to control.

Event description:
A physician reported via a literature article that a (B)(6) female received deflux (dextranomer microspheres/ hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for grade 3 and grade 2 vesicoureteral reflux. Additional medical history included febrile urinary tract infections. Concurrent medications were not reported. On unknown date, the patient received deflux, 1.8 ml on each side, using a combined hydrodistention implantation technique (hit)/ subureteral transurethral injection (sting) procedure. The patient's postoperative course was uneventful. At 26 months, an ultrasound was performed revealing asymptomatic bilateral de novo hydronephrosis. A voiding cystourethrography and dynamic renography with mercaptoacetyltriglycine (magiii) were done and vesicoureteral reflux and upper urinary tract (uut) obstruction were ruled out. Three months later, the magiii was repeated due to deterioration and showed severe bilateral obstruction. Ureteric reimplantation was performed using the cohen technique and a massive periureteral inflammatory reaction was found. Upon histopathologic evaluation, extensive granulomatous foreign body reaction within the ureteric wall was discovered. The patient had an uneventful postoperative course. At the most recent follow-up visit, the patient exhibited minimal residual dilation. The authors felt that the progressive inflammatory changes were the underlying pathomechanism of delayed uut obstruction. Another potential mechanism to be considered was that part of the material injected may have been implanted into the ureteral adventitia or that extravasation occurred during the injection.